Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 4.1 inr, donor 2 inr: 2.4 inr. Donor 1 hct: 48%, donor 2 hct: 42%. Testing results: donor 1: retention meter with masterlot strips: 4.1 inr, customer meter with masterlot strips: 4.1 inr. Donor 2: retention meter with masterlot strips: 2.4 inr, customer meter with masterlot strips: 2.4 inr. Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The results alleged by the customer were not observed in the meter¿s patient result memory.

Manufacturer narrative:
Medwatch field occupation - the occupation is patient.

Event description:
The patient's husband stated that the patient received erroneous results when testing with the patient's coaguchek xs meter serial number (B)(4) and the home health nurse's unknown coaguchek meter (serial number unknown). A sample from the patient was tested with the nurse's meter, resulting as 8.0 inr. The patient was not sure if the 8.0 inr value from the nurse's meter was accompanied by a greater than symbol. The patient did not believe this result. Within 10 minutes, a sample from the patient was tested on the patient's meter, resulting as 5.7 inr. This value was reported to the heart doctor, who advised the patient to hold warfarin medication for 2 days, then re-test. No adverse events were alleged to have occurred with the patient. No treatment was received based on the meter results. Only the patient's warfarin medication was held based on the value from the patient's meter. The patient's condition is stable. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly. The patient's meter had not been cleaned. The test strip guide did not appear to be soiled. The patient believes that a new finger was used to collect the sample used for the second measurement, but could not verify this. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient did not have any changes made to her warfarin dose prior to the event. The patient has not had any other changes in medication. The patient did not have any dietary changes and did not have a special or unusual diet. The patient did not have any illness or symptoms of illness at time of testing. The patient had no symptoms of high inr, no bleeding, and no bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.